Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). A sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that shield did not cover the patient end of the needle after injection. The customer reports "she could touch the needle".

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6277760. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.